Event description:
It was reported that during embolization of renal aneurysm, when coil (subject device) was attemted to insert there was resistance inside the microcatheter and coil was retracted which found out to be prematurely detached and bent of the delivery wire was also noticed. The procedure was completed successfully by placing the detached coil using micro guide wire. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d10 product available to stryker ¿ updated d10 returned to manufacturer on ¿updated d11 concomitant products grid- updated the device was received but the reported lot number was not confirmed as the packaging was not returned with the device. During visual inspection, the coil delivery wire kinked bent. The main coil was not returned. The detachment area could be seen and it looks as this was a mechanical break. Functional inspection was unable to be carried out as the main coil was not available for testing. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect of main coil prematurely being detached/separated inside patient¿s anatomy can be confirmed and reported defect of coil in catheter friction could not be confirmed however, the analysis results are consistent with the event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was returned for analysis and coil was found kinked/bent and prematurely detached. In the case of this complaint, it is most likely that anatomical or procedural factors resulted to jammed during advancement/retraction of the coil and eventually detached when trying to remove. The event appears to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. The as reported events will be assigned procedural factors. An assignable cause of handling damage will be assigned to the as analyzed event as it is most likely that the delivery wire kinked due to handling of the device during use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during embolization of renal aneurysm, when coil (subject device) was attempted to insert there was resistance inside the microcatheter and coil was retracted which found out to be prematurely detached and bent of the delivery wire was also noticed. The procedure was completed successfully by placing the detached coil using micro guide wire. No clinical consequences were reported to the patient due to this event.